Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infusion" was reproduced. Evaluation sent device to flow accuracy volumetric test results in 21.5ml which failed the testing. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel. The pressure plate travel requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusion" was reproduced. The device was tested for flow rate accuracy and delivered over the 5% specification. The event history log was reviewed for the reported event date and identified an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel . The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was over-infusing, failed at 21.5 ml and 21.4 ml during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.